Manufacturer narrative:
Additional information: b2, b5, b6, and h6. B5: upon follow-up, it was reported that the peritonitis was manifested by abdominal pain and cloudy pd effluent. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event (same day as event onset). The patient was treated with vancomycin injection (1gm, intraperitoneal, every 96 hourly, discontinued), ceftazidime injection (1gm, intraperitoneal, once daily, discontinued), and amikacin injection (125 mg, intraperitoneal, once daily, discontinued) for peritonitis. Seven days after event onset, the patient was recovered from the peritonitis and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b7. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (1 gram every 96 hours), amikacin (125 mg, every day) and ceftazidime (1 gram, every day) for peritonitis. Pd therapy was ongoing. Patient outcome was unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.